Manufacturer narrative:
This report relates to notice of incidents from a single user at a hospital in the (B)(6). The user failed to fully depress the trigger to activate the blade as per described in the product IFU supplied with the device. This device has been incident free with all other users at the hospital since its original purchase 11 years prior. Further technical training has been offered to the individual and other hospital staff and this is currently being conducted. The device required minor intervention for removal of the device from the submucosa tissue. The incidents did not cause any serious long term injury to the patients.

Event description:
Submucosa tissue wedged between cutting blade due to user not following instructions for use to fully depress the device trigger.